Manufacturer narrative:
H6- health effect- clinical code: 4581- lens rotation h6 - investigation type 4110: lens work order search - one similar complaint event within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but this did not resolve the problem. The lens was exchanged for a lens of the same length and similar power (different axis). The problem was resolved. Cause of the event was reported as unknown.